Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 4.00x28mm synergy drug-eluting stent was selected to treat the target lesion. However, during preparation of the device, as the physician took off the stent protector, the stent was also detached while still outside the patient's body. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent damaged across its length. The first three rows at one end show no signs of damage and the remaining strut rows distorted, stretched and lifted from the stent profile. A review of the associated batch records was completed and the maximum crimped stent profile reviewed. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was reviewed. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. Based on the analysis and the type of damage evident; it may be possible that the damage occurred during the preparation and handling of the device following removal of the stent protector. The balloon cones were reviewed and no issues were noted. The balloon wings on the distal side were slightly relaxed out of their folded position while on the proximal side they were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the mid-shaft polymer extrusion profile found one midshaft kink at 3.5 cm distal from the hypotube to midshaft bond. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 4.00x28mm synergy¿drug-eluting stent was selected to treat the target lesion. However, during preparation of the device, as the physician took off the stent protector, the stent was also detached while still outside the patient's body. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.